Manufacturer narrative:
Result: cable - communication cable pins were bent.

Event description:
It was reported in a service report that the communication cable had bent pins. No pt involvement or adverse consequences were reported.